Event description:
It was reported the patient met with the manufacturer representative the day prior to the report and all electrode combinations with electrode #3 were measured to be greater than 4,000 ohms. The test voltage was increased to 3v, but the impedances remained high. It was noted the patient was getting results from the program that was using electrode #3 and no therapy issues were reported. The represented programmed additional programs for the patient to try if needed. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), product type extension. Product ID 388928, lot# 0208785893, product type lead. (B)(4).